Event description:
(B)(6) at (B)(6) reports that the pt is currently hospitalized due to loss of hickman line access. Admission date or current length of stay is unknown. No further info, details, or dates available. IV remodulin premix pt via cadd solis pump. Diagnosis for use: pulmonary arterial hypertension.